Manufacturer narrative:
The date of this report for the initial report has been updated to (B)(4) 2013. Company representative was inadvertently unchecked on the initial report as a report source. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and found that the bearings are damaged and would not allow a burr to pass through the bore. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a spine surgery it was discovered that the "burr was vibrating in the attachment device and the bearings were hot". The reporter stated that the facility had a few spare attachment devices available for use. It was unknown if there were any delays to the planned surgical procedure. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.